Event description:
It was reported to medtronic minimed that the customer reported the keypad was unresponsive. The customer reported receiving a stuck button alarm after the pump was exposed to a change in altitude. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. The customer removed and reinstalled the battery cap without removing the battery, but the pump did not return to normal function. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on keypad flex connector, pcba 1, pcba 2, force sensor and motor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, missing display window/cover, cracked keypad overlay, cracked case, scratched case, battery tube threads, cracked and cracked case (battery tube). Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to flashing medtronic logo. Unable to confirm keypad anomaly. Exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.